Event description:
It was reported that the physician sutured the clamp to fix the catheter in place, however, the catheter still slipped when the patient moved. There were no reported patient complications. Additional information received on (B)(6) 2010 stated "the customer sutured the clamp and fastener with the thread passing through both holes of the clamp to secure the catheter. The insertion site was right subclavian vein. The patient was bleeding after catheter insertion then the customer noticed the catheter migrated. The catheter migrated about 10cm out of the patient's body. The customer then removed the catheter and reinserted another catheter to the patient's left subclavian vein and sutured it with another clamp then the problem was solved."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.